Manufacturer narrative:
(B)(4). Batch # p91u29. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the white tissue pad was fallen off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed the second device to going on. The white tissue pad was fallen off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed the third one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Device analysis: the device was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.